Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 120-130 mg/dl. Reportedly, customer continued using pump for insulin therapy.